Manufacturer narrative:
The following field was changed due to corrected information: h.1. Type of reportable events: serious injury h.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles were unable/difficult to aspirate amd experienced over/under dosage during use. The following information was provided by the initial reporter: material no: 324911 batch no: unknown consumer reported most of his syringes are not drawing his insulin. Stated, his numbers have been low but he has not seen a doctor stated, 50% of box affected date of event: unknown consumer provided catalog: 324911.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles were unable/difficult to aspirate amd experienced over/under dosage during use. The following information was provided by the initial reporter: material no: 324911 batch no: unknown consumer reported most of his syringes are not drawing his insulin. Stated, his numbers have been low but he has not seen a doctor stated, 50% of box affected. Date of event: unknown, consumer provided catalog: 324911.